Event description:
Additional information received from the physician noting that the cause for the increased seizures was related to battery depletion and the increase was back to pre-vns baseline levels. The explanted generator was not made available for return.

Event description:
Patient was referred for a battery replacement and additional information was received indicating that the patient was experiencing an increase in seizures and several falls. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.